Manufacturer narrative:
The batteries were changed to fix the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit did not run on battery backup when mains power was lost. The unit went black and audio buzzer alarmed. The ventilation stopped. Clinicians had to manually ventilate patient. There was no reported patient injury.